Manufacturer narrative:
Our investigation was able to confirm the reported event in the software logs. We are continuing to investigate the underlying problem in the software.

Event description:
During a tumor ablation procedure, the incorrect scan was inadvertently sent to the software resulting in a task that neither timed out, succeeded, or failed. The queue remained at 'executing (0%)'. The task could not be stopped, paused, or otherwise deleted, and no other tasks could be sent after that. This error required a full shutdown of the magnet. Upon restart, the task was now "failed", and could be cleared, allowing the procedure to proceed. Although no adverse events were realized in this case, the product problem resulted in an approximate 1-1.5 hour delay in procedure with the patient under anesthesia.